Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found; normal device function. Catheter returned: proximal piece 67.8 cm including pump connector. Distal piece 26.8 cm to distal tip. Analysis of the catheter revealed catheter leakage/hole (multiple holes, in the proximal and the distal sections); "hole in catheter - user related".

Event description:
The pump had been off since (B)(6) 2009 per the pt's request. The pt then requested that the device system be removed. The device system was removed. There was reported to be no pt injury and the pt recovered without sequela. The device system had been used to deliver baclofen 2000 mcg/ml at 130 mcg/day. The devices were returned for disposal only. The devices underwent routine analysis upon receipt.